Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is stuck at 00:00. Review of the system log file confirmed the malfunction of flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the failures of frame grabber and dual in-line memory module (dimm). The philips engineer replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.